Event description:
The customer contacted stryker to report that their device keeps turning off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2025-02608 and stryker reference (B)(4), submitted on 12/11/2025, was submitted based on the information available at the time. During evaluation, the issue of unexpected loss of power was able to be verified with the key logs review. It was found that the device went to multiple warm boots on the event date, but that normal device operations were restored within 30 seconds. As a result, the reported failure mode is not reportable. It was also observed that one of the batteries used during the event was over five years old. Per lp15 operating instructions "physio-control recommends that batteries be replaced approximately every two years." It is therefore reasonable to conclude that the device did not experience a malfunction.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician reviewed the device's logs and observed that the battery in use during the reported event was seven years old. The device's battery was not returned for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device keeps turning off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.